Event description:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the lens on the fiberscope was foggy. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5. Additional information: d9, h3. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, reportable malfunctions of the objective lens and the light guide lens, which was found to be dirty, were also identified during the device evaluation. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected, or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.